Event description:
Per the clinic, the patient underwent revision due to a tip fold over of the electrode array that occurred during initial implantation surgery. The device was explanted and the patient was reimplanted with another cochlear device.

Manufacturer narrative:
This report is filed on december 10, 2018. (B)(4).